Event description:
It was reported that this inflatable penile prosthesis (ipp) had inflation issues. The magnetic resonance imaging shows signs of malfunction of the left shaft of the inflatable penile prosthesis. Also, it was noticed that the pump stayed flat. The device is still implanted, and a surgery will be booked. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had inflation issues. The magnetic resonance imaging shows signs of malfunction of the left shaft of the inflatable penile prosthesis. Also, it was noticed that the pump stayed flat. The device is still implanted, and a surgery will be booked. No patient complications reported.